Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data, other relevant history. (B)(4).

Event description:
It was further reported that there is a severe focal stenosis of the right common iliac artery. Initial primary stenting demonstrated active extravasation and subsequent stent placement was performed from the right common iliac artery to the external iliac artery with improved patency and no active extravasation is seen at the completion of the procedure. Multiple calcified plaque at the distal right superficial femoral artery were treated with primary stenting and which resulted in improved patency. Calcified plaque was noted at the right common femoral artery and origin of the right superficial femoral artery. This was balloon angioplastied with an unspecified device with no significant change. Severe stenosis was noted of the left common iliac artery secondary to calcified atherosclerotic plaque. Improved patency is seen through this area after stent placement. Stent placement needed to be extended down into the left external iliac artery due to underlying dissection and stent graft deployment within the external iliac artery. The hypogastric artery is patent.

Event description:
It was reported that during a stenting treatment procedure a rupture/dissection and a death occurred. The severely stenosed target lesion was in a 8.7mm heavily calcified distal right common iliac artery. A 10 x 30mm non bsc stent was deployed and the 10.0 x 30mm mustang balloon was used for post dilation under visualization. Upon balloon deflation it was noted that the iliac had ruptured/dissected and immediate extravasation occurred. The physician then deployed an unspecified number of non bsc stents and completed the procedure. The patient was sent to recovery and they were notified that the patient had pain down their leg and medication was ordered. During the middle of the night the patient had a heart attack and a stroke. The patient expired.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).